Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on during inspection.

Manufacturer narrative:
Section d4 gtin of the initial medwatch report was blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Manufacturer narrative:
Physio-control failure analysis center further evaluated the customer's device and verified the reported issue. The device had displayed all three icons (attention, charge-pak and service wrench) and would not power on. The device was powered on using a power supply, and the device data was downloaded and reviewed. The device data indicated that the hybrid layer capacitor (hlc) batteries had dropped to a very low state due to prolonged on time. The root cause of the reported issue has been determined to be due to user failure to maintain the device.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on during inspection.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on during inspection.